Event description:
It was reported that the implantable cardioverter defibrillator went into backup operation due to hardware reset and high voltage therapy was not active. Further information was requested but not received.